Event description:
It was reported that during clinical use the intra-aortic balloon (iab) had an event where after it was plugged into pump, it had an error ¿not detecting sensor¿. There was no harm to the operator or the patient. The pump was switched.